Event description:
Reporter indicated that pt underwent revision surgery on 2002 to reposition the lead coils. The pt's physician decided to perform the revision surgery because the pt was experiencing pain in the left arm in addition to feeling stimulation at the generator site. Programmed parameter adjustment was restricted as a result of the pt's reported symptoms. Additionally, the pt has been unable to reduce or discontinue anti-epileptic medications since the complete range of available device settings were not able to be used due to the reported side effects. Since repositioning the lead, the pt has been very hoarse. It was reported that the pt had a significant amount of scarring where the lead coils were attached to the nerve, requiring a great deal of manipulation to reposition the coils. Evaluation by an ent revealed that the pt's vocal cords looked normal; however, the ent was rpeortedly concerned that the recurrent laryngeal nerve had been damaged. The pt's device has not yet been programmed to on following the revision surgery. The pt's voice is hoarse and reports that speaking is difficult. The pt has reportedly had no improvement in voice since the revision surgery. The pt has reportedly had good seizure control with vns therapy. X-rays taken in december 2000 did not reveal any discontinuities in the ncp system; however, the physician reported that there was a part of the lead that looped down adjacent to the first rib. The physician believed that since that part of the lead appeared to be in the area of the brachial plexus, that the lead may be pinching or depolarizing that nerve. Device diagnostic testing was within normal limits, indicating that the device is functioning as intneded.